Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported right side "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: the patch information is not visible in the photo. Visual analysis of the photographs identified: red particles on the surface shell. Deformation. Crease fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.